Event description:
As reported: "angular stability is functionless." "Chips have come loose."

Manufacturer narrative:
The reported event could be confirmed. The inspection revealed a broken/deformed thread winding at the thread outlet, causing that the screw could not be locked into the plate hole. A non-conformity report (nc) was already initiated based on previous complaints reporting the same event. The nc investigation is not finished yet. A review of the device history for the reported lot did not indicate any abnormalities; the screw was manufactured within specifications. A review of the risk management file showed that the reported event is adequately addressed. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "angular stability is functionless." "Chips have come loose."